Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient user facility reported an adverse event that occurred soon after a patient¿s hemodialysis (hd) treatment was initiated. The treatment began, and as the blood within the extracorporeal circuit reached the dialyzer, the patient coded. The blood was completely returned, and then the patient was disconnected from the machine and transferred to the intensive care unit (ICU). No blood loss occurred. The patient, who was admitted to the hospital for an unknown cause prior to this incident, was later discharged from the hospital. The date of the patient's discharge from the hospital is not known. No further patient details have been made available. At the time of the incident, the patient was connected to the following fresenius products: a 2008k hd machine, a bloodline, dialyzer, and naturalyte concentrate. There were no allegations of any of the fresenius devices in use having caused or contributed to the adverse event. Following the event, the 2008k hd machine was removed from service for evaluation. Functional testing was performed which confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The dialyzer is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No sample of the naturalyte acid concentrate is available to be returned to the manufacturer for analysis.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed of the products shipped to the dialysis center for the 3 month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all naturalyte acid conc. Shipped to this account within the selected time frame. Therefore, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte acid conc. Is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Clinical investigation: a clinical review was performed by a fresenius clinician. This review concluded that due to the lack of patient historical information, including medical/surgical history, comorbidities, and medication regime, and since no reason or course was provided for the patient¿s hospitalization, an association between the fresenius products in use during the hemodialysis (hd) treatment and the reported adverse event cannot be determined. Additional medical records for the hd treatment performed on (B)(6) 2017 are needed to determine potential causality. However, there were no allegations against any fresenius products in use during the hd therapy as having caused or contributed to the adverse event.